Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad in good physical condition and properly attached to the clamp arm. However, the blade was scratched and cracked. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was tested with a generator and on generator an error code 5 was displayed due to the condition of the blade. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.

Event description:
It was reported that during a laparoscopic chole procedure the white tissue pad fell off into the patient. The tissue pad was retrieved with a grasper through the trocar. Retrieving the tissue pad had no affect on the patient or procedure. Another device was used to complete the case with no patient consequence.